Event description:
Alleged false negative result. The caller alleges she tested positive for hiv antibodies three times at an anonymous "open door" clinic approximately eight months ago and recently tested negative with confide. When questioned by the confide counselor, the client said she had no problem collecting a blood sample and had mailed the test card the very next day. The client was advised by the confide counselor to seek follow-up medical evaluation. Upon learning of this complaint, dad quality assurance met with the appropriate dad departments and launched complaint investigation qac#97-00022.